Manufacturer narrative:
Device evaluation by MFR: symmetry device was received for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 15 atmospheres for 30 seconds using glycerol/water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 15 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 15 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no damage or issues with shaft of the device. No issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole was observed. A 4.5-4/4t/90 symmetry balloon catheter was selected for use; however, during preparation, the air in the balloon could not be totally released. When the balloon was checked, it was found to have a hole. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon pinhole was observed. A 4.5-4/4t/90 symmetry balloon catheter was selected for use; however, during preparation, the air in the balloon could not be totally released. When the balloon was checked, it was found to have a hole. The procedure was completed with another of same device. No patient complications nor injuries were reported.